Manufacturer narrative:
This emdr should be voided as it was found that this part was not revised.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.